Event description:
It was reported that the end of the extension tubing where the stopcock was popped off while the patient was sleeping. The operator of the device was a health professional. The report was sent to the manufacturer. The event occurred in the hospital and date of this report was on (B)(6) 2025. The event occurred while in use with patient. There was patient involvement, but no reported patient harm.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.